Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error was determined to be a low transmitter battery. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.